Event description:
Healthcare professional reported a left side rupture. Healthcare professional also reported capsular contracture baker grade 3. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3, rupture.

Event description:
It has been determined that the device associated with this complaint is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.